Event description:
It was reported that the device was found to be in backup vvi mode via merlin.net transmission. The patient was asymptomatic, and presented to the clinic for further testing. A device download was successfully performed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.